Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During surgery, the surgeon encountered unexpected fibrosis, and it was not possible to achieve full insertion (channels 11 and 12 were extra-cochlear). The surgeon decided to replace the implant with a shorter electrode array.

Event description:
During surgery, the surgeon encountered unexpected fibrosis, and it was not possible to achieve full insertion (channels 11 and 12 were extra-cochlear). The surgeon decided to replace the implant with a shorter electrode array.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field a complete insertion of the electrode was not achieved at implantation surgery due to unexpected fibrosis. Further several channels showed hi status likely due to air over the electrode contacts. A back-up device with a shorter electrode type was implanted successfully. This is a final report.